Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services powered the monitor on and the image was good. Let the device sit and the image turned completely black. Replaced the gvl 4 blade and the image quality was good. Returned device to the customer. Additional part used: portable video monitor, gvl-2000; catalog: 0231-0003; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope gvl 4, the video image was lost. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.